Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/05/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The harvesting device was returned outside the cannula. There were no visual defects observed on either the harvesting device or the cannula, or the intact c-ring. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle was manipulated on cannula to retract and extend the intact c-ring with no physical or visual difficulties observed. The blue toggle on the harvesting device was manipulated to open and close the jaws of the device with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-endoscope" was not confirmed. The lot # 3000307303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope would not pass through the device. This was an out of box failure; the device wasn't used on the patient due to the scope not loading into the evh sheath. A replacement device was used to complete the procedure. No delays during procedure. No harm to patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope would not pass through the device. A replacement device was used to complete the procedure. No delays during procedure. No harm to patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.